Event description:
Customer reported the dxc 700 au clinical chemistry analyzer had questionable ise (ion selective electrode) patient results with low/negative anion gap (agap) values for sodium (na), potassium (k) and chloride (cl) on (B)(6) 2025. The customer did not provide patient demographics. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and observed reference (ref) electrode fluid was discolored. The fse replaced the ref electrodes, cleaned ref block and performed alignment on the r1 (reagent 1) transfer unit to resolve the issue. The fse verified system performance successfully without issues. The system returned to normal operation. No further issues noted. Section a2, a4, and a5: information not provided by customer. Section g1 reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).